Event description:
Ous MDR - sometime in (B)(6) 2015 this lead dislodged, which was confirmed via x-ray. During the revision, the helix wouldn't retract so the physician explanted and replaced it. There were no adverse patient side effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the df4 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.